Event description:
Pt¿s (patient¿s) son reports pump has not been working properly and nurse practitioner who has been assisting with infusions has done the push method with success. The last infusion he tried the pump and it forced all of the dose (42ml) in 10 minutes. Pt reported headache only that eventually subsided and no other symptoms. Per son, pt is infused in the abdomen and the pump has been problematic for a few months now. Full dose received at a fast rate, md aware. No interruption to therapy. We are sending pt new pump and pt will return defective pump. Serial number was not provided. No additional information provided. Reported to cvs/caremark by: patient/caregiver.